Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the keypad or moisture exposure to the pump. The patient reportedly wore the pump attached to the waist and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, contamination was found under the down arrow and contrast key contacts.